Event description:
Procedure: tension free vaginal tape, sling tag removal and cystoscopy. According to the reporter: allegedly, the patient received treatment for sui, the patient experienced pain. Additional surgeries include cystoscopy and removal of suburethral sling (B)(6) 2006 and (B)(6) 2008 suprapubic exploration with removal of suprapubic fibrotic tissue, removal of left sided suburethral mesh material and closure of vaginal fistula.

Manufacturer narrative:
(B)(4).